Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation; as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: nexgen tibial component item # 0059860701 lot # 64069081. Nexgeb femoral item # 00595201701 lot # 64134254. Nexgen articular surface item # 90597005010 lot # 64000448. Unknown refobacin cement. Report source: foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00184, 0001822565-2019-01086, 0001822565-2019-01087. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, approximately seven days post-implantation the patient had a cardiac arrhythmia, deep vein thrombosis (dvt).

Event description:
Adverse event was resolved approximately one month later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical information via joint assist was provided and reviewed by a health care professional. A review of the available records identified no complications noted during the surgery. The reported dvt issue is related to the procedure, not implants. No failure detected related to the implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.